Manufacturer narrative:
Siemens investigated an outside the united states (ous) customer report of an elevated (greater than normal) atellica im high sensitivity troponin I (tnih), lot 104, result relative to lower retest results (less than normal) with 2 alternate methods. Quality control (qc) was in range at the time of the event and other samples were affected. There was no removal of interference when the sample was treated and tested with peg nor after hbt treatment. Patient information was provided and confirmed that the patient is a marathoner. Per the instructions for use (IFU 11200498_en rev. 10), "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." Siemens provided literature regarding observation of elevated troponin I after endurance running. Return of the patient sample for further investigation is not warranted because the customer has conducted appropriate testing and there is no further sample remaining. Values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Based on the available information, the cause of the discordant result is inconclusive. The customer is operational, and the reported issue is resolved by routine troubleshooting. Siemens filed initial MDR 1219913-2024-00388 on 22-aug-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Event description:
The customer obtained an elevated atellica im high sensitivity troponin I (tnih), lot 104, relative to lower results when the same sample was tested with 2 alternate methods. It is unknown if the initial elevated result was reported to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the discordant elevated tnlh result.

Manufacturer narrative:
This incident occurred outside the united states (ous). Siemens investigated an ous customer observation of an elevated atellica im high sensitivity troponin I (tnih), lot 104, result that was discordant compared to lower results obtained with 2 alternate methods. Interference testing with peg (recovery of 22%) and hbt treatment (126 ng/l) was performed at the customer site. There was no removal of interference with peg nor with hbt treatment. Siemens investigation included the following: a review of quality control (qc) showed in range results. There is no report of other affected samples. The affected patient is a marathoner. Siemens reviewed literature to regarding observations of elevated troponin I after endurance running. Return of the patient sample for further investigation is not warranted because the customer has conducted appropriate testing and there is no further sample remaining. The interpretation of results section of the instructions for use (IFU) states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The clinical performance section of the IFU states, "there are conditions other than ami (acute myocardial infarction) that are known to cause myocardial injury and elevated tni values." Values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Based on the available information, the cause of the discordant result is inconclusive. The customer is operational, and the reported issue was resolved by routine troubleshooting.